Event description:
Reportedly, the customer had an alternate pump available for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently unresponsive. There was no reported impact to customer's blood glucose. Multiple attempts were made by tandem technical support to obtain additional information; however, no information was received.